Event description:
Customer reported a popping noise when fluoro was initiated. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the x-ray tube. System operates as intended.